Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a healthcare provider via a company representative stated that a dye was detected coming from the catheter, but not from the catheter tip but location was unknown. It was confirmed that the catheter unable to aspirate during a dye study.

Event description:
On 2024-jul-10, additional clarifying information was received. The manufacturer representative (rep) reported they read the question wrong and they were able to aspirate the catheter to perform a dye study. On 2024-jul-11, additional information was received from the manufacturer representative (rep). Clarification regarding the statemen t, "inoculation, not at the tip of the catheter" was requested. The rep stated, "yes, I agree, the wording was confusing to me as well. Those were the words that the physician used. No vaccine involved. I asked for clarification and he said they noticed contrast coming from the catheter, not at the catheter tip."

Manufacturer narrative:
Continuation of d10: product ID 8781 lot# serial# (B)(6) implanted: (B)(6) 2017 explanted: (B)(6) 2024 product type catheter medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID: 8781, serial #: (B)(6), implanted: (B)(6) 2017, explanted: (B)(6) 2024, product type: catheter. Other relevant device(s) are: product ID: 8781, serial/lot #: (B)(6), ubd: 01-dec-2017, UDI #: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a company representative via a healthcare provider (hcp) regarding a patient receiving intrathecal baclofen (unknown) 2000 mcg/ml at unknown dose via an implantable pump for unknown indication for use. It was reported that the patient had intermittent increased spasticity. Diagnostics/troubleshooting performed included a dye study (date unknown). The spinal portion of the catheter was explanted and then replaced. The issue was resolved at the time of this report with patient's status being "alive-no injury". The patient's weight and medical history was asked but made unknown.